Event description:
Healthcare professional reported right side rupture, pain, "deformity," cysts, and "solid nodules." The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional reported a patient experienced the events of right side ¿cysts¿, ¿solid nodules suggestive of fibroadenomas¿, ¿intracapsular rupture¿, ¿pain and deformity¿. The device was explanted.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture on an unknown side. The device remains implanted.